Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2021-00549. 1. Section g. Box 5. 510(k) h3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned pod pc revealed that the pet lock was intact on the proximal end of the pusher assembly and the pull wire was within its initial position inside the ddt. If the proximal end of the pusher assembly is not properly seated in the handle during an attempt to detach the embolization coil from its pusher assembly, the pet lock will not separate, and the pull wire will not retract out of the ddt to detach the embolization coil from the pusher assembly. During functional testing, the pod pc was able to detach with a demonstration handle without issue. The reported complaint could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric vessel using pod packing coils (pod pc), a ruby coil, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician successfully detached a ruby coil in the target vessel using the handle. The physician then advanced a pod packing coil into the vessel and attempted to detach it using the handle; however, the pod pc failed to detach. Therefore, it was removed. The procedure was completed using a new pod pc and the same handle. There was no report of adverse effect to the patient.